Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations was not able to replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The system log confirmed that the instrument has 3 uses remaining. Additional observations not reported by site: the instrument was found to have a broken pitch cable at the distal end. One of the crimps was missing from the pitch cable. The root cause of this failure is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.162¿ - 0.072¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. No image or video clip for the reported event was available for review. A review of the instrument log of the tenaculum forceps (part # 470207-10 / lot # n10200413-0123) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6)2022 on system sk3047 for an ovarian cystectomy procedure. There were 3 uses remaining after this last usage. This last usage of the device was before the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal end. One of the crimps was missing from the pitch cable. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during central processing the tenaculum forceps instrument expired prematurely. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.